Event description:
It was reported that a patient experienced two hernias (locations not reported) coincident with automated peritoneal dialysis (apd) therapy. On the day of the event, the patient was in the dwell phase of apd therapy when a hernia ruptured and the peritoneal fluid flushed into the scrotum. The cause of the hernia was unknown and the hernias were not detected until the day of the event onset. The patient was hospitalized that same day. Also that same day, the patient underwent an emergency surgical repair of the hernia. During the procedure, a second hernia was discovered (which was reported as ¿also about to rupture¿). This hernia was also repaired during the same procedure. Apd therapy was placed on hold the same day as the event and the day after the event. The day after admission, the patient was discharged from the hospital. Two days following the event onset, apd therapy was restarted at lower volumes. At the time of this event, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.